Event description:
It was reported that in early (B)(6) 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation. These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Information has been requested regarding any potential future actions, but a response has not yet been received. At this time, the s-ICD device and new electrode remain implanted and in-service. It is currently unknown whether the explanted electrode will be returned for analysis. The patient was stable with no additional adverse effects.

Event description:
It was reported that in early (B)(6) 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation. These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Recent system data was forwarded to ts for review. Depending on the results, the physician is considering a potential system explant procedure. At this time, the s-ICD device and new electrode remain implanted and in-service. It was confirmed that the explanted electrode will be returned for analysis. The patient was stable with no additional adverse effects.

Event description:
It was reported that in early march 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation. These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Recent system data was forwarded to ts for review. Depending on the results, the physician is considering a potential system explant procedure. Ts confirmed the presence of charge time (CT) and long charge time (lc) codes, and replacement was strongly recommended as therapy may not be available. Additionally, a 1 ohm shock delivery was noted, which could affect the device operation. At this time, the s-ICD device and new electrode remain implanted and in-service. It was confirmed that the explanted electrode will be returned for analysis. The patient was stable with no additional adverse effects.